Event description:
During follow-up, a loss of capture was observed on the left ventricular (lv) lead. The event was resolved by reprogramming the device to deactivate the lv lead. The patient was in stable condition.